Event description:
During placement of stent, it became folded in the bronchus. Attempt being made to unfold when section tore out of stent. Tracheostomy was performed and larger portions of stent were retrieved. Pt may return for procedure after obtaining new stent. Prosthesis originally brought to hosp by surgeon (custom made). The other instruments being used at time of event were bronchoscope and laryngoscope.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. The device was not destroyed/disposed of.